Event description:
Boston scientific crm received information that there was an atrial pace (ap) on the premature ventricular contraction (pvc) followed by a ventricular pace (vp) into the s-t segment, with some possible pacemaker mediated tachycardia (pmt). Technical services (ts) reviewed the electrogram and noted that some of the strips appeared to be pseudo-pseudofusion where the pvc occurred right as the ap occurred, thereby blanking the ventricle and causing the device to right ventricular (rv) pace into the t-wave, but there also appeared to be evidence of atrial loss of capture. Ts recommended bringing the patient in for a device check. No date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information indicates this device was successfully explanted and returned to boston scientific for analysis.there were no adverse patient effects reported.